Event description:
On june 18, 2005, a radiological technician was assisting another technician in the movement of a patient across a radiiographic table when a splinter of the radiographic table paint broke off and lodged into the hand of the assisting technician. The emergency room doctor attemtped to remove the splinter from the assisting technician's hand, but the splinter broke into several pieces and minor surgery was required to remove the remaining pieces followed by IV antibiotics and a 10 day regimen of antibiotics.